Manufacturer narrative:
Analysis received the unit with no button response and button error alarm due to moisture damage on the keypad traces. There was no display ramping on its own anomaly or scroll bar moving without input was noted during the testing. There was no moisture damage found on the electronic assembly. Analysis was unable to perform the displacement test. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the buttons on the insulin pump are not working. The customer's blood glucose was 300 mg/dl at the time of incident. The customer stated that the numbers were ramping on their own. She stated the scroll bar is moving with no input from the user. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.